Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities on the exterior of the sheath. The native dilator was not returned with the device for analysis. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is evidence that the device was used in a manner inconsistent with the labeled indications as the faradrive instructions for use (IFU) instructs that before using the device, to inspect the faradrive sheath for any defects or physical damage that may cause patient and or user injury if the sheath is used and to not use defective or damaged devices and replace the damaged devices if necessary. The faradrive was used in this case after a kink was identified in the dilator. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Additionally, as the native dilator was not returned with the device, boston scientific assigned a code of unable to exclude the device problem as the reported kinked dilator could not be confirmed due to lack of evidence, however, based on the complaint summary, the kink may have occurred due to poor insertion of the dilator. Boston scientific also assigned a code of failure to follow instructions as the procedure was continued after the dilator was noted to have been kinked, which does not align with the IFU instruction to not use the device when kinked or damaged.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the nurse was inserting the dilator into the sheath during preparation, the dilator kinked. The nurse continued to advance the dilator into the sheath to finish the sheath preparation. Then the physician introduced the sheath into the patient into the left atrium and aspirated the sheath after removing the dilator from the sheath. The physician did not mention that the sheath was sucking air at that point. Then the catheter was prepped as per the instructions for use (IFU) and inserted into the faradrive sheath. When the physician aspirated the sheath, there were some visible bubbles in the flush line of the sheath. Thus, the sheath was replaced, and the procedure was completed successfully without patient complications. No air was seen to enter the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. When the nurse was inserting the dilator into the sheath during preparation, the dilator kinked. The nurse continued to advance the dilator into the sheath to finish the sheath preparation. Then the physician introduced the sheath into the patient into the left atrium and aspirated the sheath after removing the dilator from the sheath. The physician did not mention that the sheath was sucking air at that point. Then the catheter was prepped as per the instructions for use (IFU) and inserted into the faradrive sheath. When the physician aspirated the sheath, there were some visible bubbles in the flush line of the sheath. Thus, the sheath was replaced, and the procedure was completed successfully without patient complications. No air was seen to enter the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.